Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The pump supplies were changed to address the high bg. Tandem technical support confirmed the wake button functioned as intended. And customer continued to use the pump for insulin therapy.